Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported detachment of device was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft detachment. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified mid left anterior descending artery with a pre-existing free perforation. A 3.5x19mm rx graftmaster was being advanced in the anatomy, with no resistance met. It was then noted that the hypotube separated in two pieces. The device was simply withdrawn. Another same size rx graftmaster was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.